Manufacturer narrative:
The insulin pump was unable to perform displacement test due to missing retainer. The pump was received with cracked case corner of the belt clip rails near the battery compartment, missing reservoir tube o-ring, broken reservoir tube lip, missing end cap address label and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 15.6 mmol/l at the time of the incident. The customer mentioned a big crack on the back of the battery compartment and cracks on the rim of the reservoir. The product was returned for analysis.